Manufacturer narrative:
Event date: (B)(6) 2012 or (B)(6) 2013. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery (rca). The physician implanted the omega stent and the stent was deployed at 16 atm. When passing an unspecified post-dilatation balloon the physician felt that it was caught onto something and the stent had compressed. The physician then used a couple of small balloons to post-dilate the stent but the stent was shorter than the lesion. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.